Event description:
It was reported by the patient that she underwent a laparoscopic incisional/intestinal hernia repair on (B)(6) 2010 for an incarcerated hernia. The patient experienced a paralytic ileus in (B)(6) 2010 after her hernia repair and was re-hospitalized. The patient had pain since the hernia repair and currently complains of constant cramping and pain in umbilical area. The patient also complained of being unable to have bowel movement. She was treated with ameteza, colace, and many other medications. The patient had a colonoscopy in (B)(6) 2010 and found diverticulitis. Currently, the patient has a bulge at the top of her stomach above the hernia repair. She saw her hernia surgeon about six weeks ago and was told that she did not have a reherniation. The patient reported that they pushed up her insides from the umbilicus down where they put the mesh and tacked it down. The patient reports vomiting after eating and drinking. The patient was prescribed zofran and phenergan. The patient has been seen by her gastric bypass surgeon and a gastrointestinal physician. The patient takes miralax as needed when she cannot have a bowel movement. The patient reported having a rectal prolapse. The patient uses multiple suppositories and fleet's enema to have a bowel movement and also complains of not being able to pass gas. When she drinks water, she vomits. The patient is following up with her gastric bypass surgeon and was told she has a continous ileus.

Manufacturer narrative:
(B)(4) - ileus, diverticulitis, constipation, rectal prolapse. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.